Event description:
The MFR rep reported the pt presented to the physician's office with battery depletion; the neurostimulator could not be interrogated. While disconnecting the lead extension during replacement surgery, the hcp noticed the extension appeared to be fractured. High impedances were noted during surgery. In recovery, high impedance was still noted, but the pt was receiving good stimulation. The device was returned to the MFR for analysis.

Manufacturer narrative:
Final device analysis results revealed breached depression on outer insulation.